Manufacturer narrative:
(B)(4). This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned on due to dislodgement. The patient was noted to have a ventricular lead dislodgement on a routine follow up and was brought to lab for lead repositioning without difficulty. The patient required antibiotics. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was noted to be dislodged on a routine follow up were a large decrease in sensing, as well as an increase in pacing thesholds were observed. The patient was brought to the laboratory for lead repositioning. The process was completed without difficulty. The patient required antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This investigation will be updated should further pertinent information be provided.